Event description:
It was reported the patient underwent a lead revision approximately 6 weeks ago. The reason for the revision was not provided. No symptoms were reported. Additional information has been requested. See also MFR report #3004209178200906560.